Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first proximal stent strut was elongated slightly covering part of the proximal markerband. There were no visible damages noted on the distal side of the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device appeared frayed. A visual and tactile examination found multiple kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found inner and outer was kinked at 202mm proximal of the port site entry. A 0.014 inch guidewire was inserted through tip and it could not pass through the port site due to the extrusion damage. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 01-sep-2016. It was reported that tracking difficulties of the catheter over the guide wire were encountered. During preparation of a 2.50 x 16 synergy ii drug-eluting stent, the physician was unable to thread the device over the wire. The device never entered the patient's body and the procedure was completed with a different synergy stent using the same wire. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent movement on balloon and proximal stent damage.